Event description:
Neopicc 1.9 fr. Catheter was inserted in patient. The patient had been doing quite well when they suddenly, died, unexpectedly. Family initially declined autopsy and lines were removed. Staff realized this was the catheter that was recently recalled. By the time this was realized, the catheter had already been discarded. Autopsy results pending.